Event description:
It was reported that the 6800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge service representative performed an on site investigation. The single board computer upgrade kit was inst6alled during the service call. The system was tested and found to be working as intended, and put back into service.